Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely high voltage board failure which is an electrical/electronic component problem, however, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the generator had an e433 error. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.